Event description:
It was reported that the device experienced a power on reset after an MRI the day before scheduled replacement due to being at its elective replacement indicator. The device was reprogrammed then replaced the next day as scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was not analyzed as it reached or surpassed its expected longevity.